Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the reagent probe b wash collar valve to resolve the issue. (B)(4).

Event description:
The customer reports reagent probe b leaking on their unicel dxc 600i synchron access clinical system. The leak was contained and volume was not provided. No injuries occurred, and personal protective equipment was worn. No erroneous patient results generated.